Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the user opened the package and found the universa firm ureteral stent set was separated into two parts. The device did not come in contact with the patient; therefore, there was no impact to the patient.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, specification and visual inspection of the returned device was conducted during the investigation. The device history record was reviewed and no non-conformances were noted. An examination of the returned product confirmed that the stent was detached. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the investigation evaluation the root cause is most likely due to product use or handling related. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.